Event description:
It was reported that the pt was being referred to the surgeon to check for proper device function. It is unk at this time why this is necessary or if a problem was found with the device. Attempts for further info have been unsuccessful to date.